Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise episodes were noted. The physician elected to make any changes at this time. No change of patient status due to the event.